Manufacturer narrative:
Additional information was received indicating that approximately four years and two months post valve implant, pre-stenting was done with three stents and a second transcatheter pulmonary bioprosthetic valve was implanted. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately four years and one month following the implant of this transcatheter pulmonary bio prosthetic valve, an echocardiogram revealed a gradient of 2.4 m/sec, which was mildly increased. Fluoroscopy revealed multiple stent fractures nordmeyer scale grade ii. The stent integrity was still maintained. A pre-implanted non-medtronic stent had no visible fractures. Percutaneous or surgical intervention was discussed for the future. No adverse patient effects were reported.